Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume event during peritoneal dialysis therapy. The patient was connected to the homechoice. The drain volume was 1871 ml, the and the current ultrafiltration was -996 ml. The technical service representative assisted the patient to perform a manual drain. The drain volume was 1639 ml. The technical service representative reviewed the program. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.